Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 29 mm sapien 3 valve with alterra present in the pulmonic position via jugular approach, difficulty tracking the initial alterra to right pulmonary artery (rpa) due to wire course in grossly dilated right atrium (ra) and right ventricle (rv) over stiff guidewire. After multiple attempts, the wire was placed to left pulmonary artery (lpa) and the same alterra was able to track to target but would not orient in a coaxial fashion after two attempts. A pulmonary hemorrhage was then noted with frank blood in the et tube, difficulty ventilating and declining o2 saturation. Approximately 250cc of bright red blood was suctioned, anticoagulation was reversed, and the lpa was balloon occluded. The patient was scoped to visualize the extent of the perforation. The patient subsequently stabilized, and the decision was made to proceed with the right internal jugular (rij) approach without anticoagulation. The second alterra was placed via non-ew esheath without complication, followed by a successful delivery of thv. The patient was stable at completion. Per medical opinion, the root cause of the pulmonary hemorrhage/perforation was the wire perforation of a distal pa branch from the guidewire.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. The complaints were unable to be confirmed as no relevant device or procedural imagery was provided for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''difficulty tracking the initial alterra to rpa due to wire course in grossly dilated ra and rv over lunderquist wire. The wire was placed to lpa and the same alterra was able to track to target but would not orient in a coaxial fashion after two attempts'' it was also stated that, ''the root cause of the pulmonary hemorrhage/perforation was the wire perforation of a distal pa branch from the lunderquist wire.'' During the procedure, the delivery system passes through the right atrium and right ventricle. A dilated ra and rv may hinder delivery system advancement due to reduced space and altered anatomy resulting in tracking difficulty. Similarly, the dilated ra and rv can influence guidewire positioning, potentially leading to suboptimal angles for delivery system to track and deployment. In this case, it is likely that wire manipulation to overcome the tracking difficulties cause the pulmonary hemorrhage or perforation. A definite root cause was unable to be determined. However, patient (grossly dilated anatomy) and procedural factors (suboptimal guidewire positioning) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.